Event description:
A malfunction was reported on the pump by the caller. There was no information provided about any adverse impact on the customer's blood glucose level. The caller was unable to reset the pump due to a lack of charging supplies and planned to call back if further assistance was needed.